Event description:
A customer observed negatively biased qc results on the dt60 analyzer after calibration. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event revealed that calibration responses and parameters were atypical compared to expected values. The customer cleaned the entire slide path and recalibrated, yielding typical calibration responses and qc results within expected intervals. The root cause of the event was instrument related.